Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered anti-tachycardia pacing (atp), however it did not convert ventricular arrhythmia. It was noted that the ventricular tachycardia rate slowed before the detection. Additionally, farfield oversensing was noted on presenting and electrogram (egm). Technical services (ts) recommended adjusting right atrial sensitivity for programming optimization. This device remains in service. No additional adverse patient effects were reported.